Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Pain and restenosis are known as adverse events of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately one year post stenting of a 3x12 xience v stent in the proximal right coronary artery, the patient experienced neck, jaw and back pain that was relieved with sublingual nitroglycerin. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization for in-stent restenose of the index target lesion. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.